Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the final investigation. Updated fields: h2, h6, h11. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the autoclavable camera head, which is an olympus asset with no reported complaint. During the evaluation of the device, color balance and brightness abnormalities, image noise, ghosting, water leak, rust or corrosion on the contacts of the video connectors was observed. There was no patient involvement.